Event description:
One of the 3x4 hand-wrist blankets leaked while pt was in recovery. As a result, the dressing became soiled and was removed from the site. The incision site was dried with a heat lamp and blow dryer and a clean, dry dressing was applied. Customer refused to use any more pads from this lot.